Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having high flows and powers, as well as a driveline fault alarm. The log file was reviewed and showed power and flow elevations as high as 19 watts and 12 liters per minute. There were driveline faults noted throughout the log file. The system controller was exchanged for troubleshooting and new log files were submitted for review that captured speed drops lower that the low speed limit, while connected to the power module. X-rays of the driveline were performed, and one image found a 90-degree bend that appeared to straighten when the system controller was repositioned. The second found that the driveline appeared to be stressed. A driveline repair was performed on 14nov2023, and the entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient would be monitored overnight for any further low speed or pump stop events. It was later communicated that the patient was still having voltage alarms with speed drops to 6000 rpm. The patient was placed back on the ungrounded cable. No further alarms were noted since the patient was put on the ungrounded cable. The last low speed and pump stop events were noted to be on (B)(6) 2023 at 0907, which was the last time the patient was using a grounded patient cable. Related MFR: 2916596-2023-08129.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 1 day of data on (B)(6) 2023 per the timestamp). The log file captured intermittent driveline fault alarms and backup mcu faults on (B)(6) 2023 from 21:56:28 to 23:45:24 due to phase 2 measuring higher than phases 1 and 3. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including the driveline fault and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.